Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the high-power event can be attributed to multiple factors including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a thrombus and hemolysis. The ventricular assist device (vad) exhibited abnormally high power and flows. It was suspected that the thrombus was in the internal pump component. The vad was replaced and remains in use. No further patient complications have been reported as a result of this event.